Manufacturer narrative:
(B)(4): physio-control is anticipating the device return for evaluation and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device locked up as the user pressed the 'options' button during an in-service training. Pushing several other buttons did not restore operation and the device restarted on its own after two or three minutes. However, the device boot up sequence when restarting was reported to be 'different' from a normal operation. There was no patient use associated with the event.